Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had fm was embedded in the tube. No serious injury medical intervention.

Manufacturer narrative:
A DHR review was conducted, and no issues were identified.

Event description:
It was reported that the bd vacutainer k2 edta (k2e) 5.4mg blood collection tubes had fm was embedded in the tube. No serious injury medical intervention.